Manufacturer narrative:
(B)(4). Evaluation summary: the device and concomitant medical product were returned and evaluated by the product analysis lab. A review of the device logs could not confirm the reported increased intra-peritoneal volume (iipv). The iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center requesting assistance to perform manual therapy because he still had fluid in him, which occurred on the homechoice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) had the home patient (hp) do a manual therapy. The tsr asked the hp if he had a last fill volume. The hp stated no. The hp stated he carries the fluid in him all day and then fills again and gets overfill, and had discomfort. The hp stated he had difficulty breathing. The hp stated he did a couple of manual drains last night. The hp drained out 2636ml, and the hcp went to end of therapy. The tsr reviewed the therapy readings. The initial drain volume was equal to 12ml, the last manual drain volume was equal to 2636ml, the total ultrafiltration (uf) was equal to 1339ml, the average dwell time was equal to one hour and thirty one minutes, and the added dwell time was equal to one hour and five minutes. The tsr had the hp close the clamps, disconnect, and assisted the hp with getting the set out. The tsr had the hp cycle the power. The hc went to "press go to start." The tsr reviewed the therapy settings, therapy log, and target uf. The cycle 5 uf was equal to 1635ml, the cycle 4 uf was equal to -255ml, the cycle 3 uf was equal to 295ml, the cycles 2 uf was equal to 19ml, and the cycle 1 uf was equal to -355ml. Based on the cycle 5 uf volume, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp stated they had the iipv symptoms in dwell 1. The tsr recommended the hp contact the registered nurse (rn) to let the rn know how they felt, and that they did a manual drain. The tsr recommended the hp let the rn know the initial drain alarm was equal to 0ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that she was not made aware of the event. The nurse was wondering why the machine did not alarm for the overfill, and ps informed her that the 10.4 software only alarms if the patient?s drain volume is greater than 200% of their largest fill volume. Ps stated that the initial drain alarm setting may be inappropriately programmed since the patient has a last fill volume of 2500ml, which could potentially cause the overfill to occur. The nurse stated that she would look at this setting. She stated that the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for the concomitant medical product and no issues were found related to the reported condition during the manufacture of the lot. The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.